Event description:
The pas-port device was used in an on-pump CABG surgery. The device deployed successfully; however, the surgeon reported the proximal implant dislodged after the cross-action clamp was removed before chest closure. The cause of dislodgement is unknown, but the surgeon believes that the clamp may have distorted the graft. No sequelae was noted following the repair. As of the most recent report, the patient was reported as "doing fine."